Manufacturer narrative:
Investigation ¿ evaluation: on 19apr2021 cook medical received a complaint from (B)(6) hospital stating that one of the hubs on a c-utlmy-501j-rsc-abrm-hc-ihi-fst (cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray, lot number unknown) separated from the extension tubing. The device had been in place for 11 days. It was reported that the patient rolled in bed and put strain on the catheter. As result of this incident, the patient required an additional procedure to replace the device. Reviews of documentation including quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. The supplied catheter in the c-utlmy-501j-rsc-abrm-hc-ihi-fst was returned in a used and damaged condition. A visual examination confirmed the lumen leading to the blue hub has detached from the distal end. The extension tubing outer diameter measured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information. An expanded sales search for the reported device rpn shipped to this customer between 07apr02018 up to 07apr2021, was performed but was unable to identify the complaint lot. The information provided upon review of the dmr, design history file and IFU, suggest no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. Cook also reviewed product labeling instructions for use (IFU) document c_t_ulmabrm_rev4. The product IFU states the following in consideration of the reported failure mode: ¿intended use: the cook spectrum and spectrum glide central venous catheter is designed for treatment of critically ill patient and is suggested for: continuous or intermittent drug infusions, central venous blood pressure monitoring (cvp), acute hyperalimentation, blood sampling, delivery of whole blood or blood products, simultaneous, separate infusion of drugs. The device is a short term use catheter. Warnings: every effort must be made to ascertain proper tip position in order to prevent erosion or perforation of central venous system, tip position should be verified by x-ray and monitored on a routine basis. Periodic lateral view x0ray is suggested to assess tip location in relation to vessel wall. Tip position should appear to be parallel to vessel wall. To avoid vascular injury, do not use excessive force when advancing dilators. Use the smallest size dilator catheter placement will allow. Wire guide guide must always lead dilator by several centimeters. Do not advance dilator more than a few centimeters into vessel. Do not power inject contrast medium through catheter. Catheter rupture may result. Use of 10 cc or larger syringe will reduce the risk of catheter rupture. How supplied: upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, inspection of the returned device, and the results of the investigation the root cause for this event would fall under cause traced to component failure, being defined as component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. Rpn: c-utlmy-501j-rsc-abrm-hc-ihi-fst. Occupation: value analysis coordinator. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the extension tubing lines of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter broke at the hub connection. The patient was reported to have rolled in bed and "put strain" on the line. The break was "closer to the connections to the IV tubing". Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
An additional procedure was performed to replace the catheter with a similar device causing the patient pain. No other adverse effects were reported for this incident.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.